Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient has 2 leads (from the same lot) implanted. It was reported the patient's leads migrated when she was involved in a motor vehicle accident. Diagnostics indicated no impedance issues, however the patient was without effective therapy. Both leads were removed and replaced and effective therapy was reportedly able to be resumed.